Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). Same patient as MFR report #: 2134265-2010-00889. It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis. The index procedure treated two lesions. The first lesion was a de novo, 70% stenosed target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre-dilation with a 2.0x15mm maverick 2 balloon utilizing 3 inflations with a max pressure of 16 atm's for 30 seconds and the placement of an unspecified taxus liberte study stent resulting in 0% residual stenosis. The second lesion was a de novo, 80% stenosed non target lesion located in a svg in the 1st diagonal branch. Treatment consisted of pre-dilation with a 2.0x15mm maverick2 balloon tiling 2 inflations with a max pressure of 12 atm's for 30 seconds and the placement of a 2.5x16mm taxus express2 non study stent resulting in 0% residual stenosis. In (B) (6) 2008, angiography revealed a 90% restenosis of the svg located in the 1st diagonal branch. The next day a treatment procedure was performed, consisting of pre-dilation and the placement of a non bsc stent resulting in 0% residual stenosis. The patient continued use of aspirin and clopidogrel.